Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, black deposits were seen on the tip of the foley catheter. There was dirt on the tip of the balloon.

Event description:
It was reported that before use, black deposits were seen on the tip of the foley catheter. There was dirt on the tip of the balloon.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. Based on the attached photos, it was observed that there was black stain on the tip area of the catheter. The potential root cause for this failure mode could be due to unclean machine or storage bin or unclean workspace or dirt on catheter due to machine friction. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: d,e,f,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.